Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device will not be returned to zoll for eval of the reported malfunction. The device was tested at the customer facility without duplicating the malfunction. The device was then returned to clinical use.